Event description:
It was reported that a transcatheter aortic valve evolut fx+ 26 mm was implanted during a transcatheter aortic valve implantation procedure for aortic valve steno-insufficiency in a patient with nyha functional class iii, dyslipidemia, hypertension, former smoking history, and severe chronic obstructive pulmonary disease. Electrocardiography performed prior to the procedure showed right bundle branch block and left anterior fascicular block. During the implant procedure performed via right femoral arterial access with femoral and jugular venous access under local anesthesia, the valve was recaptured three times and one prosthesis was implanted. An acute major arrhythmia occurred during the procedure described as atrioventricular block, and post-event electrocardiography showed third-degree atrioventricular block. Final central aortic regurgitation (ar) was mild and no paravalvular leak (pvl) was observed. No treatment was reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.